Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath was selected for use. The device was prepared per standard practice. After insertion into the patient and removal of the dilator, the physician observed air during aspiration through the sheath. Multiple aspiration attempts were performed; however, air bubbles continued to be present. The sheath removed and the procedure was successfully completed with another faradrive sheath. No patient complications occurred, and the patient made a full recovery.